Manufacturer narrative:
This complaint is being submitted late due to the furloughs that resulted from the global pandemic and is captured within (B)(4).

Manufacturer narrative:
Weight not provided. Customer will be contacted.

Event description:
As per complaint (B)(4) a dental implant displayed a lack of primary stability and the dental implant was removed.